Manufacturer narrative:
Literature citation authors: harry vermeer, sytse f. De jong, erik j. Koers, theo l.m. Peeters, robin van der lee, willem p. De boode and wim j. Morshuis journal name: american society for artificial internal organs journal year: 2023 issue: 6 title of article: hemostatic complications during neonatal extracorporeal membrane oxygenation: roller pump and centrifugal pump driven circuits literature reference: 10.1097/mat.0000000000001878 b3: the e-published date has been used as the event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding hemostatic complications during neonatal extracorporeal membrane oxygenation (ECMO). All data were collected from a single center between march 2019 and june 2021. The study population included 25 neonatal patients (predominantly male; mean age 3.3 days), divided into three groups. The first group was treated using an ECMO system incorporating a medtronic silicone venous bladder, while all three groups were treated with surgical cannulation of the right jugular artery and vein with medtronic bio-medicus nextgen cannulae (lot numbers not provided). Among all patients, adverse events included: thrombotic complications and blood oozing from the cannulation site. Based on the available information, the blood oozing adverse events may have been attributed to the medtronic cannulae. It was noted that the other complications encountered were the result of micro-thrombi obstructing the non-medtronic oxygenator blood flow. No additional adverse patient effects or product performance issues were reported.